Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 1000 laser fiber was used during a removal of bladder stones procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. Reportedly, the fiber tip was retrieved. The procedure was completed with another flexiva 1000 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.